Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alleged under delivery due to recall. Customer¿s blood glucose level was 290 mg/dl. Customer was treated with manual injection. Customer was assisted with troubleshooting with high blood glucose level. Customer has been using insulin pump system within 48 hours of reported of high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.